Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -11.50/+1.0/088 diopter in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in lens case/vial. Visual inspection found that the haptic was torn/broken/bent/deformed. Foreign material (deposits) was found on the lens surface. (B)(4).